Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. Two additional sutures were required to complete the anastomosis. No additional pt complications were reported.